Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e322 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for these complaint categories. Service order report, #(B)(4), feedback: the service technician cleaned underneath the pump heads and also under all the deck panels. The system checkout procedure was then successfully performed. The kit and smartcard data were returned for analysis. A review of the smartcard data indicated that prime was successfully completed and blood collection had started. The purging air phase was completed after 192 ml of whole blood processed, and an alarm #18: system pressure alarm occurred after 286ml of whole blood processed. The treatment was then aborted. A visual inspection of the kit confirmed the leak at the system pressure dome. The visual inspection also confirmed that the system pressure dome's membrane was partially unseated. The system pressure dome's membrane was removed, cleaned and reinstalled onto the system pressure dome. The system pressure dome was then fitted onto a pressure sensor and it attached without any difficulty. A pressure test was conducted on the system pressure dome in order to check for leaks. There were no signs of a leak from either the system pressure dome membrane or any other part of the system pressure dome. Thus testing did not find any issues with the system pressure dome. The likely cause for the leak was operator installation error due to the system pressure dome not being installed correctly onto the system pressure sensor. (B)(4).

Event description:
The customer called to report a leak on the instrument's pump deck during the purging air phase of a procedure. The customer stated that at the beginning of the procedure an alarm #18: system pressure alarm occurred. The customer reported that they checked the kit and did not see any occlusions or leaks; so they resumed the procedure. The customer stated that they then noticed a leak under the pump tubing organizer after 250 ml of whole blood processed. The customer reported that they aborted the procedure with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer reported that when removing the kit, they noticed that the membrane under the system pressure dome was pulled back. Service was requested. The kit was returned for investigation.